Event description:
It was reported that the cartridge was not fitting properly into the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed to remove the pump case, check for any obstructions, and clean the pneumatic area, but was ultimately unable to load the cartridge successfully, leading to a decision to replace the pump. The customer will use mdi as a backup therapy to ensure insulin delivery is uninterrupted and was advised on procedures for returning the pump.